Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient indicated that their ins had moved and was not in the same position. It was noted that when the patient is upright, the stimulator sticks out, and when they lay down, it is flat. There were no patient complications reported as a result of this event.